Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called in, this vent went inop on a patient this morning. No harm to the patient, they were bagged and placed on another vent. There was one long tone alarm and the vent quit cycling, flat lines on monitor waveforms, not able to give manual breath, asterisks on monitor, no other alarms or error codes, the touch screen was not responsive. The rt said the alarm he noticed was circuit disconnect, but the circuit was intact. On an adult pt. On vol ac. He has it running in biomed now and the vent is not duplicating the problem. I asked him to keep it running for awhile".

Manufacturer narrative:
On 03/02/2015, carefusion requested additional info from the user facility regarding the reported event and status of the patient. As of 03/20/2015, there has been no response from the user facility. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service tech reported that when he arrived at the user facility, the device had been running for three days without any failures. The carefusion field service tech evaluated the device and was unable to reproduce/ verify the reported event. Therefore the cause of reported event was not determined. The carefusion field service tech calibrated the device to ensure that it meets all factory specifications.